Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, with 2 minutes remaining in the ablation phase, the physician observed a small amount fluid leaking from the cervix. He doused the vagina with cool saline and packed wet gauze around cervix to complete the procedure. Upon removing the sheath, the physician noticed a small, white, burn mark on the cervix. The physician classified the burn as superficial. Treatment included silvadene cream as well as vicodin and motrin for pain relief. No antibiotics were necessary or prescribed. Additional follow up with the physician's office revealed the patient's burn has healed well with no further treatment required nor follow up necessary. Full recovery is expected as the patient is doing "well".